Event description:
The device was explanted post mortem and returned for analysis. No claim had been made that the device was involved in the death, but ventritex nonetheless attempted to investigate the cause of death and to obtain any information regarding patient circumstances but without success. Ventritex noted a malfunction during a routine life test. It is unknown if the malfunction pre-existed the death or whether it has occurred only since the device was explanted. Co has not established a causal connection between the device failure and the death and is reporting findings as a malfunction only.